Manufacturer narrative:
Concomitant medical products: w4tr02 crt-p, implanted (B)(6) 2020; 429888 lead, implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited dislodgement, high thresholds and non-capture. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.